Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: lumbar fusion levels implanted: l2-s1 it was reported that during surgery, part of the tulip of the screw came off while using the distractor against adjacent level. The small piece was sucked up with the suction and the screw was replaced with new one. Product came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual review identified the top thread of the mas head has been broken off, consistent with cross threading of the set screw during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.